Manufacturer narrative:
This report is a duplicate of MFR report#: 0002249697-2015-03931.

Event description:
This report is a duplicate of MFR report#: 0002249697-2015-03931.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Uf report # (B)(4) reported the following: the patient originally underwent a total hip arthroplasty by the hospital's orthopedic surgeon on (B)(6) 2015. The patient was reported to have degenerative joint disease of the right hip that led to the procedure. No complications were reported with follow up physical therapy and anticoagulation ordered. After the surgery less than month, the patient reported to have had some maneuvers in a lounge chair and dislocated the hip. The hip was reported to be replaced twice and noted as unstable. The patient reported she went to the hospital's ER and it was placed back in as well as placed in a knee immobilizer. The patient also reported while in the eye doctor's office she twisted a little and the hip came out. The patient presented back to the hospital on (B)(6) 2015 for revision surgery and a bipolar type hip replacement put back in her. The surgeon explained risks to the patient that he could not guarantee repeat dislocation and the patient elected to do the surgery. The procedure on (B)(6) 2015 for revision of acetabular component and changing the liner to a bipolar dual lock stryker liner was performed with no complications reported.